Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips fired as usual. The following clips then fell out unformed. Then the clips were badly scissored. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.